Manufacturer narrative:
D10 concomitant products: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#:52190183x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hybrid ¿ oesophagus-gastrectomy procedure using two ligasure vessel sealing device (jaw lap lf1937 ligasure maryland 37cm). The device jaws were difficult or impossible to open and became stuck on tissue, which resulted in five hours extended surgical time. The handpiece was removed by clipping the arteria for stopping bleeding and remove the instrument. The handpiece was cleaned often and was used on arteria gastrica sinistra that was not under tension. Procedure was finished in longer time via hybrid. There was a blood loss of 2ml and the arteria was injured.